Manufacturer narrative:
Exact date unknown, event occurred after a pocket revision in november from the date the manufacturer became aware of the event.

Event description:
It was reported that patient was unable to charge the ipg following a pocket revision. The patient underwent an ipg replacement procedure.